Event description:
In 2002, the pt reportedly lost balance while standing on a chair and fell, hitting head on the right temporal region. Following that, pt hit the implant side of the head against the corner of a table. The pt's family member reported that although the pt complained of pain around the implant site, there was no swelling. Pt reported no sound using the device. Four days later testing conducted at the implant center concluded that the device was not functioning. The surgeon's review of an x-ray determined that there was a fracture line on the case.